Event description:
The customer reported that the differential light scatter (ls) was out of range on latron controls on a coulter lh 750 hematology analyzer. The customer also reported erroneous differential results were recovered, and requested a service visit. No patient data was provided for review. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/23/2015. The fse replaced the ls preamplifier (preamp) and the light scatter value was adjusted. Latron controls ran within specifications following the repair; the samples [that were alleged to have recovered erroneous results] were also verified by rerun and they were acceptable. (B)(4).